Event description:
On (B)(6) 2011, the low battery alarm was noted. The patient was experiencing increasing pain. The pump was replaced. The patient recovered without sequela. The pump was delivering sufenta and bupivacaine.

Manufacturer narrative:
Catheter model 8709; serial# (B)(4); implant date: (B)(6) 2005; explant date: na. Analysis of the pump revealed battery resistance was high.